Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-02362. It was reported that the patient experienced shocking stimulation following a fall. An x-ray confirmed that the patient's leads had migrated. Surgical intervention may occur to address the issue.